Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed ventricular oversening during a stress test when deep breathing. Pacing was inhibitied. Additional information was received stating the noise was reproducible for short intervals with the patient raising arms and deep breathing. Alllead measurements were normal and stable. The patient has not had any further episodes. A boston scientific technical services (ts) consultant discussed placement of new r/s lead when devce reaches eri.